Manufacturer narrative:
(B)(4) =sled movement. Additional information was requested and the following was obtained: did the device cut completely? It never cut because it locked out right away/ they believe it was a reload issue. Did the device staple completely? It never stapled because it locked out right away. How was the device removed from tissue? They tried to reverse the knife blades- would not reverse so they manual override ratchet it back. At what firing did the issue occur? 3rd firing. How was the procedure completed? Opened a new stapler finished the case just fine. The analysis found that one pse45a device was returned in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. An ecr45m loaded on the device was received with the one piece sled partially advanced 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Please note that if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home automatically as intended. Event could not be confirmed as the device closed and opened without any difficulties noted. The manual override worked as intended during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Please clarify: did the device cut completely? Did the device staple completely? How was the device removed from tissue? At what firing did the issue occur? How was the procedure completed?

Event description:
It was reported that during a prostatectomy procedure, the vessel was clamped and the knife got stuck. The surgeon attempted to reverse the knife, but it would not reverse. The surgeon did a manual override and this also did not allow the knife to be reversed. It was unknown how the device was removed from the patient. It took the surgeon fifteen minutes to remove the device from the patient. It was unknown if the device stapled. It was unknown how the case was completed. There were not patient consequences reported.